Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal / pelvic floor. It was reported that they had their heart "zapped back into rhythm" yesterday for afib. Pt mentioned it "didn't go as smoothly as they thought". Pt stated they turned their ins off for this, but when they tried to turn ins back on last night following this pt reported getting internal device has lost all data message. Walked pt through connecting with ins on call and pt initially stated getting device not responding that was resolved by repositioning communicator correctly on ins. Pt then reported getting internal device has lost all data, contact your clinician message. Reviewed message meaning. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. No symptoms reported.